Event description:
The customer reported initial conductance errors for modular glucose (glum) involving unicel dxc 800 synchron system. The customer was advised to calibrate the glucose sensor. The customer calibrated the glucose sensor, re-calibrated the glucose cup, and performed quality control (qc); all results were acceptable. The customer analyzed patient samples and received a critical value of 7 mg/dl for modular glucose. The customer then reanalyzed the same sample and received system error, initial rate low. The customer reanalyzed the same sample on an alternate unicel dxc 800 system and recovered a result of 92 mg/dl. The erroneous result was not released out of the laboratory. The customer reanalyzed patient samples back to the last acceptable quality control (qc) to confirm results accuracy. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the glucose electrode due to the init cond lo system error and resolved the issue. The instrument conformed to the manufacturer's published performance specifications.